Event description:
Additional information received that the patient was given intravenous medications. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. The patient had enterococcus bacteremia. It was also reported that the patient experienced fatigue, unproductive cough, nausea, dry heaves, poor appetite, chills, shortness of breath and flu like symptoms. There were no additional adverse patient effects reported. All available information indicates that the product was surgically abandoned prior to the infection.